Manufacturer narrative:
The device was not returned for investigation, and a device history record review was unable to be conducted as the lot number for the device was not reported or able to be ascertained.

Event description:
A patient underwent subxiphoid approach ventricular tachycardia (vt) ablation, for which pericardial access was obtained using epi-ease. During the operation, difficulty navigating adipose tissue may have contributed to two non-atricure guidewires shearing. During retrieval, the patient experienced cardiac arrest, and the procedural approach was converted to sternotomy. The patient was placed on bypass for surgical repair of an rv injury. The injury was repaired and the patient recovered. There was no reported device malfunction, and the adverse event was the result of a procedural complication.